Event description:
Ous MDR - after an implantation period of about 63 months, it was reported that a broken lead led to oversensing and shocks. The lead was replaced, but not returned for analysis.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. Upon inspection of the received follow-up data, the clinical observation was confirmed. Vf episodes were detected by the device as a result of oversensing in the rv channel. One shock was delivered. At a next step, the received x-ray images were inspected. The videos revealed strong movements of the lead in the region of the tricuspid valve, indicating that the lead might have been subject to a severe mechanical stress in the implanted state. According to these observations, a lead damage cannot be excluded. However, based on the information available for analysis, the root cause of the oversensing cannot be determined. For further investigations regarding the lead integrity an analysis of the lead itself would be necessary. Should additional information or the device itself become available for analysis, the investigation will be updated.